Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the low voltage lead was damaged. The low voltage lead was not used. The patient was not known.